Event description:
Clinical information: (B)(6) - arb pmcf, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 32mm rigid saddle ring was implanted in the patient. On (B)(6) 2025, the patient presented with a new mitral valve insufficiency. The ring got explanted and the patient required prolonged hospitalization.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information